Event description:
Tbm (B)(4) called stating that the bed from order (B)(4) arrived and the dealer alleges that one of the caster stems and sleeve on the foot end that it goes into were bent. He requested brand new bed ends instead of parts in fear that other things may be bent inside.